Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report numbers: 1627487-2014-02041, 02042 and 02043. It was reported, the patient's scs system is going to be revised. The patient's ipg will be moved because, the pt is experiencing discomfort and pain at her ipg site. In addition, the patient stated her leads (occipital/off-label) feel like they are pulling at the back of her head. Also, the patient is not receiving effective stimulation therapy. Per the patient's physician, the leads have high impedances. Surgical intervention is planned for a later date. Note the patient received two pns (off-label) leads from the same lot number.